Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Device received a broken force sensor was detected during seating or regular delivery error because the force sensor cable is incompletely plugged in.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the received a critical pump error and a pump error alarm. The customer experienced a high blood glucose level of 311 mg/dl. The customer was unable to clear the alarm. Troubleshooting was performed for critical pump error alarm as the insulin pump was not working. The customer declined troubleshooting for high blood glucose values. The device will return for analysis.